Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5993885, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with 450cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. A red rash on the right side near the incision site, loss of energy, fatigue, tightness in the left breast and middle chest when her arms were raised were all noted. The tightness is indicative of left sided capsular contracture. These changes were noted roughly one-year post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2020-03690 for contralateral prosthesis report.